Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was still having trouble reading. Residual astigmatism was the clinical reason given. The patient is also experiencing dry eye. Additional information was provided by a materials manager that the iol was exchanged in a secondary procedure.